Manufacturer narrative:
The leads were discarded. Additional information was provided confirming that non-saluda anchors were used to secure the lead prior to the reported event. X-ray imaging was unable for review to confirm the lead migration. The patient event logs were reviewed, and confirmed electrode disconnections. The evoke scs system clinical manual states, ¿a disconnected electrode shows an impedance of 8 and cannot be used for stimulation.¿ the evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An impedance check confirmed multiple disconnected electrodes which are in use for the patient¿s therapy program. An x-ray confirmed lead migration. A lead revision was completed and therapy restored. The patient reported a fall prior to the event. The evoke scs system did not cause or contribute to the patient¿s falls.